Manufacturer narrative:
A product development investigation was performed for the subject device: the returned instrument is in a desolate condition. The device shows significant use during its ten (10) year of lifespan. The cutting blades of the drill bit are blunt and a piece of tip is broken off. The broken off portion was not returned. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot sx400823 was manufactured in june 2006, (B)(4) parts according to our specifications. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a combination between intense use, age and a mechanical overload during use did lead to breakage of the tip. In this context, we would like to draw your attention to the end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that a combination between intense use, age and a mechanical overload during use did lead to breakage of the tip. Device was discarded as per procedures. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter facility contact number (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review was attempted but could not be completed as the part/lot combination is unknown at synthes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, the drill bit broke during surgery. No delay in surgery time and patient harm was reported. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: june 07, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.